Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left femoral artery utilizing the contralateral approach. The 7mmx52mm, 65% stenosed, concentric, de novo target lesion with significant lesion bend of >45 and <90 was located in the moderately tortuous and mildly calcified right common iliac artery. After inserting a 7fr small sheath, a non-bsc guidewire was advanced to cross the lesion and was exchanged with an amplatz super stiff guide wire. A 7.0x60x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, while tracking through the left external iliac artery, the stent dislodged from balloon. The stent delivery system was inserted into the dislodged stent and was gently pulled however the stent was not retrieved. Subsequently the stent was deployed in the left external iliac artery and the procedure was completed with another 7x37 express¿ ld vascular stent. No patient complications were reported and the patient's status was stable.